Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and undefined/high impedance. It was further reported a fracture was suspected. As the implantable pulse generator (ipg) was at elective replacement indicator (eri), a leadless pacemaker was implanted and the lead remained in the patient. Additional information received reported the implantable pulse generator (ipg) system was later explanted due to infection. No further patient complications have been reported as a result of this event.